Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual inspection: all limbs were present, however two legs were returned crossed. However, this will be considered an incidental finding as crossed limbs were not reported by the user. No anomalies were noted. Dimensional evaluation: the legs were uncrossed and heat was applied and the filter took the appropriate shape. All measurements met the required specification. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported migration and retrieval difficulties, as images were not provided. Per the reported event details, the snare was not tightened during the initial filter retrieval attempt. The bard rep performed an in-service with the facility personnel on 01/04/2016 on the proper use of the snare retrieval kit and the recovery cone. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 days post filter deployment for trauma and subsequent pulmonary embolism, scheduled filter retrieval was performed at the patients request. A snare device successfully captured the filter; however, during removal the filter was unintentionally released from the snare device and migrated to the right atrium. The following day multiple attempts and devices were used from a jugular and femoral approach to successfully capture retrieve the vena cava filter. The patient was discharged home five days later.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device was unable to be provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post filter deployment for trauma and subsequent pulmonary embolism, scheduled filter retrieval was performed. A snare device successfully captured the filter; however, during removal the filter was unintentionally released from the snare device and migrated to the right atrium. The following day multiple attempts and devices were used from a jugular and femoral approach to successfully capture retrieve the vena cava filter. The patient was discharged home five days later.